Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the following day for peritonitis. Treatment was not reported. The patient was discharged from the hospital 10 days later and recovered from peritonitis. The cause of the peritonitis was unknown. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: the patient experienced fungal peritonitis manifested by cloudy effluent. On the same day as the hospitalization, the patient's pd catheter was removed. On an unreported date in the same month, during hospitalization, the patient was switched to hemodialysis.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number h13e24038 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).